Manufacturer narrative:
The reported event of audible alerts being issued by the controller was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies or momentary disconnections between battery and controller or normal patient usage behavior. This controller did not have the smr upgrade. Log file analysis also revealed a controller power-up event on (B)(6) 2016 at 20:36:08. Prior to this event, the controller was connected to an ac adapter on power port 1 and (B)(4) on power port 2 with 49% remaining charge. Following the event, the controller was connected to (B)(4) with 98% and 96% remaining charge, respectively. This event can most likely be attributed to a double disconnect of external power sources from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing.  Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported "alerts" can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'power disconnect alarm'. A "power disconnect" alarm will activate if a second power source is not connected to the new controller within 20 seconds of controller power up. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that while he was out fishing on his boat, he reports hearing an alert from his controller, similar to the sound heard when controller confirms a good battery connection has been made. He states he looked at the controller screen which flashed and then read the word "heartware". He changed his batteries and then the same thing occurred 20 minutes later. He reports no other issues with his controller since that time. However, the vad team changed out the controller at a (B)(6) 2016 clinic visit and the patient tolerated the exchange without any issues. Log files were reviewed and showed 3 power ups, 2 on (B)(6) 2016 and one on (B)(6) 2016 prior to controller exchange.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.